Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Suspect medical device brand name: pipeline flex with shield technology model number: ped2-500-20 based on the customer¿s photos, the report of pipeline flex failure to open was confirmed. The device was not returned for analysis as it remains implanted in the patient; therefore the event cause could not be conclusively determined. It is possible that braid sizing and the patient¿s severe vessel tortuosity may have contributed to the reported issue. Per our ins tructions for use (IFU): the user should "select an appropriately sized pipeline flex embolization device with shield technology such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline flex embolization device with shield technology may result in inadequate device placement, incomplete opening, or migration. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿

Event description:
Medtronic received report that a pipeline flex with shield did not open in the proximal section during a procedure. The patient was undergoing treatment for an unruptured, saccular aneurysm in the left pre-bifurcation of the internal carotid artery (ica). The aneurysm max. Diameter was 26mm and neck diameter was 8mm. The distal landing zone was 3.88mm and the proximal landing zone was 5.67mm. The vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that the aneurysm was coiled, then the pipeline flex was deployed. On the distal end, the pipeline flex braid was well-apposed and completely open. On the proximal end, it was reported that the braid appeared elongated. The device was resheathed two times, which did not resolve the issue. The pipeline flex was completely deployed. It was then realized that the most proximal 3mm of the pipeline flex braid was not completely open. At that point, it was not possible to resheath the device so it remained implanted in the patient. Good aneurysm neck coverage was noted. Flow remains in the parent artery. There were no reports of patient symptoms in connection with this event. The patient has since been discharged and is reportedly doing well.